Manufacturer narrative:
Follow-up # 1 date of submission 08/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:a visual inspection of the pump revealed no physical damage to the keypad cover. Evidence of moisture was visible under the display screen. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts and the keypad flex connector was damaged by moisture ingress.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive after battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.